Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep upgraded the system software. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that during start up check an alarm sounded and they were unable to operate with the joystick. No pt injury was reported.